Event description:
It was reported that prior to an unk procedure that the device can not work during the procedure. An error code "1" is received. Another like device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 7/14/2008. Based on the analysis results, this complaint is now determined to be a MDR malfunction. The equipment was returned to the international service center. Based upon the inquiry, info received visual and functional examination, the customer complaint was confirmed. The main pcb board was replaced to correct the issue. The unit has not been returned for service prior to this event, therefore no service history review can be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.